Manufacturer narrative:
D9. Date returned to mfg: 20-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of "cassette not properly attached" was confirmed through 50 ml cassette pvt (performance verification testing). The root cause was the dso (downstream occlusion) sensor failure. Replaced dso sensor, bezel and seal. Upon further investigation, found uso (upstream occlusion) seal lifting. Replaced uso seal. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not properly attached. There was no patient involvement. The issue was discovered during testing.